Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as 'no information.' Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient developed a skin reaction described as itchy wounds under the sensor patch. The wound had no skin, had blisters with fluid and the skin around was very irritated. The patient contacted her clinic by phone due to the pandemic; the doctor looked at a photo of the reaction and prescribed unspecified ointments and patches/ barriers. At the time of the report the patient stated that the skin reactions had healed but still had marks that look like scar tissue. No additional patient or event information is available.